Event description:
It was reported that the customer received a compromised force sensor system alarm. Customer also advised that their insulin pump squirted out insulin and the numbers were not appearing on the screen. Customer's blood glucose level at the time 187mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Compromised force sensor alarm during prime, compromised force sensor test at 4 lbs due to moisture damage fsr gold. The insulin pump was received with minor scratched display window, and a cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.